Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel sds with stent. There was contrast in the inflation lumen and blood in the guidewire lumen and between the balloon folds. Microscopic examination and tactile inspection presented no damage or irregularities to the shafts of the device. Microscopic examination revealed that tip was damaged. The balloon was tightly folded. Microscopic examination presented no damage or irregularities to the balloon. Microscopic examination presented no damage or irregularities to the markerbands. The stent was secure on the balloon. Microscopic examination revealed that there were two locations where the stent was damaged. The stent struts were bent, flared, and overlapping struts. Microscopic examination presented no damage or irregularities to the hub. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 29-mar-2016. A 28x4.50mm rebel stent was received with no reported device issue. However, returned device analysis revealed stent damage.